Event description:
During aaa repair in 2008, on a female pt, the physician placed zenith endovascular stent grafts. Upon completion of graft placement the physician proceeded to balloon the proximal seal stent. The balloon expanded the stents. The physician inflated the balloon rapidly with the main body graft diameter of 32mm in a 27mm outer diameter vessel. The balloon had a full diameter of 40mm. The aorta was noted to be ruptured after the balloon expansion. The physician then placed a main body extension which seemed to solve the issue but another rupture/dissection was noticed above the celiac. No add'l zenith grafts were placed as they were not available, so another MFR's cuff was then placed. This did not solve the problem. The cods balloon during this time was maintaining pressure in the thoracic aorta above the rupture. The physicians decided to convert the pt to open repair with another MFR's graft material. While doing this, the coda balloon deflated and pressure was lost resulting in the pt expiring.

Manufacturer narrative:
Event eval: still under investigation.